Event description:
Catheter was used in an investigational study. Blood was found to ooze out of the catheter tip between the dome and first electrode ring. No evidence of burn mark and no pt injury reported.